Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported that the v60 ventilator has a battery alarm failure. Customer reported that the device was in clinical use at the time the issue was discovered; however, there was no patient harm.

Manufacturer narrative:
.